Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Ocsm received the device for evaluation. The device was opened upon receipt. The coating was peeled off, the core wire exposed. The marks on the wire was worn. The exposed wire has dirt attached. Since the peeled coating was not returned, the cause of peeling is not able to be identified. The wire is worn, and dirt attached to it, which indicated the device was used. This is a single use device, please do not repeatedly use it or sterilize it. Repeated use may cause infection, irritation of tissue, damage to the device or its function. IFU states: when inserting the device into scope, if the resistance is too large or blocked, stop using the device immediately. Insert the device by force may damage the coating on its surface. Lower the forceps elevator, remove this device from scope or therapeutic accessory. The device may damage if the elevator is lifted. The actual sample was not returned to ashitaka for evaluation. Four pictures of the actual sample were provided by the customer. The picture of the actual sample showed that the urethane coating on the distal end was missing with resultant exposure of the core wire. In order to compare the state of the distal end of the core wire, a current product sample was taken, and the urethane coat was peeled-off intentionally. The identical flat-plate structure was observed on the distal end of the core wire of both samples. From this, it was likely that there was not any deficient portion in the core wire of the actual sample. Peeling of ptfe coating was observed on some points of the shaft. It is likely that abrading load was applied to these points due to some factors. A review of the device history record and product release judgement control record of the involved product code/ lot# was conducted with no findings. It is likely that the actual sample might have been manipulated while it was in the state of coming into contact with some hard object, which resulted in the partial loss of the urethane coating or in the peeling of ptfe coating. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: if any resistance is felt or if the tip's behavior and/or location seems importer, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. (B)(4).

Event description:
The user facility reported that the involved single use guidewire was used during the procedure. The intended procedure was an ercp. After use, hydrophilic coating of subject device was found broken off outside the patient body. The physician changed to another device and completed the procedure. No patient injury was reported. The process was not delayed more than 15 minutes. The procedure was completed successfully. There was no harm to the patient.